Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('intense backaches') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced gait inability ("could not walk"), depression ("depressed"), exostosis ("bone spur"), arthralgia ("joint pain") and groin pain ("pain in left groin"). The patient was hospitalized on (B)(6) 2016. The patient was treated with physical therapy and surgery (essure removal). Essure was removed on (B)(6) 2016. In 2016, the back pain had resolved with sequelae, the gait inability had resolved. At the time of the report, the depression, exostosis and groin pain outcome was unknown and the arthralgia had resolved with sequelae. The reporter considered arthralgia, back pain, depression, exostosis, gait inability and groin pain to be related to essure. The reporter commented: after the treatment with essure, various physical symptoms have developed. Since then, she has had follow-up treatments and the device has been removed. As a result of the symptoms, she was hindered in her normal daily functioning, and suffered damages. She did have lingering back problems and joint problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: date of birth, medical history, stop date of essure and events intense backaches, could not walk, depressed, bone spur, joint pain and pain in the left groin added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment with essure, various physical symptoms have developed. Since then, she has had follow-up treatments and the device has been removed. As a result of the symptoms, she was hindered in her normal daily functioning, and suffered damages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment with essure, various physical symptoms have developed. Since then, she has had follow-up treatments and the device has been removed. As a result of the symptoms, she was hindered in her normal daily functioning, and suffered damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.